Event description:
6/7/2024 - the consumer claims the charger on the device got hot. The consumer accepted a replacement and will not return the device for an investigation.

Manufacturer narrative:
07/05/2024 - the consumer accepted a replacement and will not return the device for an investigation. Therefore, an investigation will not occur.